Event description:
Major pump unit(s) involved: external control system failure.additional text: patient to pbu cable kinked.other component: kinked patient to pbu cable.causative or contributing factor: no specific contributing cause identified.type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify